Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced a subdural on (B)(6) 2017. The patient underwent a left frontal craniotomy for evacuation of the acute subdural, though the date was not provided. The cause of the subdural was unknown. The subdural was not resolved, but had significantly decreased.

Manufacturer narrative:
Outcome boxes checked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a subdural hematoma (sdh) on an unknown date. No other information was provided.